Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a wide grey band appeared on the centre left of the screen with slight darkening on the centre right side of the touchscreen. The touchscreen was unresponsive. On the device screen, users were able to make selections, tap action buttons, or place the cursor in data entry fields to complete medication dispensing transactions. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced touchscreen issues due to faulty all in one (aio). A field service engineer replaced the defective aio to resolve the issue. The system functioned as intended after the field service engineer repaired the device.